Event description:
It was reported that a missing cannula occurred. The sensor was inserted into the arm on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed as there was no damage. Only the sensor pod was received and the sensor wire is not broken or missing. The allegation was not confirmed. The probable cause could not be determined.